Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred in the pediatric department. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4) evaluation summary: the customer reported problem of "broken cable" was confirmed during device evaluation. Service determined that the power cable was broken. The power cord was replaced to resolve the issue. Should additional information become available, a follow-up MDR will be submitted.